Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day the wearable was inserted, the patient reported that the sensor failed during the warmup process. Upon removal of the sensor, the patient reported that the "needle" [presumed to mean sensor wire] remained in his arm. The patient went to the emergency room to have the "needle" removed from his arm by unspecified means. The patient declined to provide further event details. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 6/10/2025.